Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was seen in the office today where the nurse saw a power-on-reset (por) on the patient programmer. The clinician programmer showed a message that the "device is not recognized" and is asking to "delete history". It was mentioned by the hcp that the patient had multiple falls. The representative was not with the patient at the time of report and was to see them tomorrow so no troubleshooting was performed. No medical symptoms were reported in the event. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported that they were able to meet with the patient. They stated that the cause of the por and associated messages was not determined. The battery was reprogrammed and turned back on and the therapy was resumed. It was noted that the ins battery was replaced on (B)(6) 2019 because it was estimated to be near end-of-life (eol). The representative reported that they issues were resolved. There were no further complications reported or anticipated.